Event description:
Pt with a left total knee arthroplasty in 2003. They have had pain since day one. Pain is increasing. X-rays show a cemented total knee with radiolucency and pedestal sign around the tibial component consistent with loosening. They were admitted for a vision total left knee. During the procedure the surgeon discovered the tibial component to be loose, and all components were removed and replaced.